Event description:
The fe reported an intermittent no boot issue. This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos was evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended adn returned to service.